Event description:
It was reported by getinge fse during annual inspection that the cardiosave intra-aortic balloon pump (iabp) unit's failed fill man test. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. Corrected field: d4 (# UDI), e1 (event site address), b5. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the fill manifold assembly (d997-00-0565) was defective and was replaced. The unit passed all functional and safety tests then returned unit back to customer. The failure analysis and testing dept received part number 0997 00 0565 with a reported unit failure of the fill valve test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in the cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070 00 0639 revision r. Confirmed the part fails the fill manifold test with valve differential pressure at 15 mmhg. Possible cause may be component reliability. Retaining the part in the failure analysis and testing department per procedure number (B)(4).

Manufacturer narrative:
Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse during annual inspection that the cardiosave intra-aortic balloon pump (iabp) unit's fill valve test failed. There was no patient involvement reported.